Event description:
The customer called reporting they had diabetic seizures on three different occasions, due to dosing her medication based on her adc meter readings. The caller states she had seizures and sometimes loss of conciousness on 1/1/06, 12/24/06 and 1/9/07. The customer does not report needing third party medical treatment and was apparently able to treat with karo syrup.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.